Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h11: investigation summary: the following tests were completed for 10 reference samples of lot 6003366: 1.visual inspection as per acceptance and rejection criteria for adhesive tape. Doc (criterios de aceptación y rechazo de la cinta adhesiva.doc), version 18. 10 samples visually inspected and no damages or delamination in the adhesive tape.

Event description:
Unomedical reference number (B)(4). Event occurred in germany. The patient reported that the infusion set fell off during use. The infusion was used for few hours. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.